Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level above 500 mg/dl; cause was unknown. Customer administered a correction bolus via the pump and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.